Event description:
Customer reported that the back panel has detached from the cufflator. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product revealed the back panel is missing from the unit. Additionally, the rubber protective ring was removed from the unit and came as a loose component. The unit was tested using an in-house manometer and unable to manually inflate, because the needle wouldn't hold in a steady position. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).